Manufacturer narrative:
It was indicated there would not be a return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead were explanted due to high out of range pacing impedance measurements, loss of capture and episodes of oversensing. The oversensing did not result in any inappropriate therapy. An abnormal fracture of the lead was noted. It was noted the abnormal impedance measurements were observed for approximately ten months, but the patient was lost to follow-up. No additional adverse patient effects were reported.